Event description:
Patient called in regarding an issue she is having with a box of pen needles. She has been using our needles for several years to inject her mother with no issues, until this particular box. Injecting 25 units, 2 times per day. She is stating the non-patient end of the needle breaks/bends sometimes when screwing on the pen. When the needle breaks, she has to pull the needle out of the pen to put on another pen needle. When she primes, most of the time the pen doesn't prime.